Event description:
At end of the chemotherapy infusion it was noted that the patients gown was wet near the port site. It looked at though the spiros cap was leaking on the distal end when it connected to the IV luerlock. The chemotherapy was stopped and spiros cap was checked to see if it was tightened and it was. The end that was connected to the IV line was spinning as intended. The issue was at the end that connects to the IV. I restarted the chemo flush but noticed that it continued to leak a small amount. I flushed the line and discarded the chemo line.